Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, they encountered an unforeseen error while attempting to record a transaction. Sign out and then sign back in to proceed. However, the same error reappears during the dispensing process. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had experienced an error after dispensing medications. A technical support specialist (tss) remotely accessed the station and found two similar partitions named operating system (os). The customer had attempted to synchronize the station, but it couldn't be used and needed to be reimaged with version 1.5. Upon checking the remote smart service (rss), the station's database was found to have bloated to 10gb, though the actual database size was only 500kb. The tss discovered that the station's d and c drives were duplicated, indicating an ongoing upgrade process. Due to the complexity and lack of expertise within the customer support center (csc) team, the tss dialed into the station and checked the database size, which was only 1gb+ (1155mb). The field service engineer (fse) stated that fully synchronizing the database might temporarily fix the issue. However, the active server was now on version 1.8, and the station's application version was 1.5. Therefore, synchronizing version 1.5 with a version 1.8 app server was not possible. The station was to be upgraded to version 1.8 and the issue was resolved. The field service engineer arrived on-site and confirmed that the machine was upgraded and functioned normally. The system functioned as intended after the technical support specialist troubleshot the device.